Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that there was a crack at the distal end of the cannula. The trocar, insufflation port, envelope seal and circular seal all appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the crack at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic-assisted vaginal hysterectomy, 2 hours after starting of the operation, the devices made strange noise, and there is a pneumoperitoneum leak on the other device, they replaced the two of the devices, but the pneumoperitoneum leak did not stop. The procedure was completed with new devices. The patient status was no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.